Manufacturer narrative:
The excor blood pump, s/n, (B)(4) on the patient at the time of the event was in use from 30- mar - 2022 until 04 - apr - 2022 (5 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. During initial visual examination, no abnormalities were detected. The blood pump was then tested for functional performance. The pump met its required function. The pump was fully filling and emptying. During testing, an abnormal noise was detected. Besides the usual pumping sound, a minor chirping at the outlet valve was detected. Upon further examination, a small vibration of the valves was also observed. For further investigation, the blood pump was disassembled, and the membrane layers were examined individually. All three layers were found to be intact. The valves were checked at berlin heart, gmbh during production. The production records showed that all the valves were in specification. The squeaking noises could be confirmed through the analysis. Based on investigation findings, it was determined that the squeaking of the valve was related to vibration of the leaflets. Therefore, a correlation between the pump and the increased hemolysis values of the patient cannot be excluded. Historically, the squeaking noise that the site reported has been reported very infrequently. However, more events have been reported recently. Berlin heart gmbh, the manufacturer of the blood pumps, has investigated these reports and has implemented additional testing to identify the blood pumps with squeaking valves during the production process. The pump in question s/n (B)(4) was produced prior to the implementation of additional testing.

Event description:
Site called clinical affairs to report that the blood pump was making a squeaking noise and patient had increased ldh level. Of note, the site reported that the pump had been squeaking since implant on (B)(6) 2022. Pump maintained complete fill and ejection and functioned as intended. Labs as follows: ldh: 450 (4/1/22--602 (4/4/22)--966 (4/6/22). Pfhgb: 9 (4.4.22)--21 (4.6.22). Hgb 10.8 (4.1.22) -- 8 (4.4.22). Transfused prbc 20ml/kg. Site elected to perform pump change today on 4.6.2022, although the ldh levels were not more than 2.5 x the upper limit of normal. The upper limit of normal for ldh defined by the site is 600. As the manufacturer became aware of the vibration of blood pump valves through the results of the investigation, which was completed on 24 may, 2022, the decision was made to report this event.